Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the rep reported an odd message on the patient programmer that they couldn¿t identify and the patient was shaking. Technical services had a spouse turn their therapy back on the patient said they felt funny, shaking was still there. The spouse wasn¿t sure how therapy turned off and technical services weren¿t able to get any strange message on the programmer or recharger. The patient to follow up with the hcp if there was still an issue with therapy. The patient was recharging with only 2 bars, but at the end of the call went up to 6-8 bars. The caller also stated that the patient¿s recharger antenna cord was frayed. An email was sent to repair and the patient would be receiving a replacement in the mail. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the cause of the issue was unknown. The patient was able to turn their ins on while on the phone with tech services. The issue has been resolved.